Event description:
Per the clinic, the patient experienced poor sound quality with intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, however, it is unknown if this has occurred as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed on (B)(4) 2014.